Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the unable to aspirate was due to the catheter kink. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found miscellaneous overinfusion with an undetermined root cause. Analysis of the catheter found no significant anomaly. The catheter sc connector had a non-significant indent in the seal that did not affect infusion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2011-explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017. Psr (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine 850mcg/ml for a total dose of 398.74mcg/day and compounded morphine 3.8mg/ml for a total dose of 1.7826mg/day via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported on (B)(6) 2017 an intrathecal dye study was done as a routine check prior to pump replacement to see if catheter was functioning properly. Cerebrospinal fluid (csf) could not be aspirated from the side port of the catheter, but there was good intrathecal layering of contrast. It was decided that the catheter should be replaced due to the inability to aspirate csf. Intervention included the catheter was explanted/replaced on (B)(6) 2017 and the device will be returned to manufacturer. The outcome of the event was resolved without sequelae on (B)(6) 2017. The catheter was 84.5cm and 0.169ml the sutureless connector was 5.6cm and 0.01232ml. The total catheter length was 90.1cm and the total volume was 0.18132ml. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related, and was related to the entire catheter. The event date was (B)(6) 2017. No further complications were reported/anticipated.